Event description:
Same case as MDR ID: 2134265-2015-00415. It was reported that a rotawire fracture occurred. The target lesion was located in the mid left anterior descending artery. A 1.25mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. During platforming, it was noted that the burr cut the rotawire and so the burr was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).